Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that an error message was displayed on multiple programmers during device interrogation. Communication with the device was achieved. Device printouts were available. The pt had recently undergone abdominal radiation therapy.